Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked tank cover and enclosure near the drain fitting, and also noted to have an outdated pcb and power switch. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Review of the pump's history log found no evidence of the reported customer complaint. Device then underwent functional testing by filling the tank with water and powering it on. Even without the pump working the reservoir leaked from the right side of the tank cover, confirming the reported allegation. The problem source has been determined to be user interface as a result of over tightening of the cover's screws. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device had been leaking on right side set group tester connector. No patient involvement and no alarms sounded.